Manufacturer narrative:
In review, a correction is required, as the brand name was reported incorrectly as a tecnis symfony lens and the common device name was reported incorrectly as a multifocal lens of the initial emdr. The correct brand name and common device name is unknown. It was also reported incorrectly that the intraocular lens was a symfony lens. The actual lens information is unknown. Brand name: unknown. Common device name: unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number was unknown, not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. Model number: unknown, as the serial number was not provided. Catalog#: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was implanted into the patient's operative eye. Post-operatively, the patient complained of halos around any lights are distracting and make driving difficult, but have not noticed circles. The patient also complained of seeing giant spider webs. No additional information was provided.